Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he began receiving no delivery alarms four to five days prior to the call. Customer states that the no delivery alarm occurred while delivering a basal as well as during bolusing with his insulin pump. Customer's blood glucose level at the time of the incident was 220 mg/dl. Customer was able to troubleshoot during the call. Customer disconnected the infusion set at the quick release. Customer reported that insulin exited the infusion set tubing while performing a fixed prime. Customer reported that the infusion set cannula was not bent upon removal. Customer also reported receiving a low battery alert on his insulin pump. Customer reported at the end of troubleshooting that all the no delivery alarms occurred while using his previous infusion set. Customer reported that changing out the infusion set resolved the issue of multiple no delivery alarms that he had been experiencing. No product is expected to be returned.